Manufacturer narrative:
Analysis was normal. No anomalies were noted.

Event description:
It was reported that the system was explanted due to infection. Patient had bacteremia with staphylococcus aureus infection. During device check in 2013, there were no signs of infection and device function was normal. The cause of infection was unknown. The patient was dependent, so a temporary system was implanted. Subsequently, ICD system was implanted on (B)(6) 2018. Patient¿s condition was stable throughout the event.